Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2020. It was reported the infection was not related to the device, confirmed with the nurse. The device is still in use. The infection has been resolved and regarding the acute delirium, the patient has improved. ***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.***"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient representative stated charging was difficult as the patient was "difficult to work with" as a result of "acute delirium" secondary to an infection. The cause of the infection was not reported.